Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition with scratched screen. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. The customer stated issue was able to be duplicated and was confirmed. Problem source was identified as downstream sensor.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed a " no disposable clamp tubing" message and an alarm that the pump will not run. There was no reported injury to the patient.